Manufacturer narrative:
The technician found the screw broken off in the hex rod. The technician replaced the hex rod and screw to repair the bed.

Event description:
Information received indicates the brake will engaged but does not hold.